Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer went to the emergency room (ER) with a blood glucose of 500-600 mg/dl. The customer attempted to treat with a manual dose injection, however, was treated in the ER intravenously with fluids of saline and insulin. The customer was released 09/29 with issue resolved and no permanent damage. A systems check with tandem technical support verified the pump was functioning as intended.